Event description:
Report 4 of 4 it was reported that while using kit flu a+b 30 test hospital veritor. The following information was provided by the initial reporter: discrepant/false positive results flu a. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Result read by the analyzer. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr confirmatory testing performed by the state lab for a total of 4 samples which all were negative for flu a by pcr but positive on the veritor.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using kit flu a+b 30 test hospital veritor (material # 256041), batch number 2213636. The customer reported false positive results from 8 different patient samples at two lab sites (4 false positive results for batch# 2213636 at 1 site). They stated that pcr confirmatory testing was performed by the state lab for a total of 8 samples, all of which tested negative for flu a on pcr but positive on the veritor. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch history record (bhr) review and retention testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. No photos or physical samples were returned; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
Report 4 of 4 it was reported that while using kit flu a+b 30 test hospital veritor. The following information was provided by the initial reporter: discrepant/false positive results flu a. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Result read by the analyzer. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr confirmatory testing performed by the state lab for a total of 4 samples which all were negative for flu a by pcr but positive on the veritor.